Event description:
This report is being filed upon notification from our x-ray manufacturer in best, netherlands to submit this device problem. Problem: a critical pt was having an x-ray procedure. During power-up, the error message "geo movement partially available" was displayed and the stand controls were not operational. The system would not restart, so another system was brought into the room to complete the exam. The pt was not injured.

Manufacturer narrative:
(Eval method, results, conclusions) (other): the investigation is still ongoing on this event. When the investigation is completed, a follow-up report will be sent to the FDA.